Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: external control system failure.additional text: non-pump failure.specific component(s) involved: other component malfunction.other component: battery clips.causative or contributing factor: no specific contributing cause identified.othintervention(s): replacement of other component.implant device type: lvad.